Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after wearing a tampon approximately two and a half hours, upon removal the tampon fell apart leaving pieces of pledget inside her vaginal cavity. With assistance she was able to remove the remaining pieces of pledget. She called and spoke to her healthcare provider who recommended a douche and to monitor for unusual signs and symptoms. She did not experience any adverse health affects and did not receive medical treatment.